Event description:
It was reported that during a laminectomy surgical procedure, it was observed that there was a ¿hissing noise coming from¿ the foot control device and ¿when investigated by a nurse, the brass right-angle coupling flew off the machine and across the room". According to the report, the device was done being used and was set aside. The event occurred after the device was set aside. There was patient involvement. There were no delays to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The serial number of the device was unknown. Therefore, device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.